Manufacturer narrative:
Concomitant medical products: 305u29 tissue valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing chest pain. It was noted that there was a chronically elevated threshold on the right atrial (ra) lead that occasionally went above the programmed amplitude. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high atrial thresholds occurred prior to the patient's chest pain.